Manufacturer narrative:
(B)(4). Although the cassette was not returned for evaluation, the home patient (hp) reported that the supply bag disconnected which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during fill one of five of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the heater bag disconnected from the heater line. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.